Event description:
While a staff development nurse was preparing to educate on the bard powerloc safety infusion set, he noticed the wings were missing off of the device. The wings are used by the nurse to grab and pull the needle up which engages the safety device. Without the wings it is difficult to pull the needle up.